Event description:
It was reported that the device was explanted after implant duration of approximately 89.2 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis and aortic insufficiency.

Event description:
The home patient's (hp) caregiver (cg) contacted corporate product surveillance to report that when they put a new cassette in the homechoice (hc) machine, it will always say "check line." The cg will check it three or four times and then the hc will say "disregard cassette." The sample is available for evaluation. Product surveillance contacted the cg on 10/29/2009 to obtain additional information regarding the reported problem. The cg said that therapy has been going well and there hasn't been any other issues. There was no patient injury or medical intervention indicated at the time of the call.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.